Event description:
It was stated that the battery connection springs were bent. There was unknown patient involvement. The device evaluation found a damaged downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.